Event description:
Male pt undergoing vertebral interbody fusion. Attempted spineology bone bag system. Instrumentation broke, unable to retrieve steel shards from fractured access portal. Instrumentation failure leading to retained steel shards/pieces in spine. (With in l5-s1 disk space).